Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for multiple patients that was not release from the laboratory. The customer also reported issues with quality control (qc). The following results were provided (reference range 136-145 mmol/l): initial sodium result= 115 mmol/l; repeat result (another analyzer)= 139 mmol/l . There was no impact to patient management reported.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for multiple patients that was not release from the laboratory. The customer also reported issues with quality control (qc). The following results were provided (reference range 136-145 mmol/l): initial sodium result= 115 mmol/l; repeat result (another analyzer) = 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative inspected the module and performed multiple troubleshooting procedures, including replacement of the ict to ict pre amp cable. Replacement of the ict to ict pre amp cable resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any increase in complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the ict to ict pre amp cable did not identify any increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict to ict pre amp cable was identified.